Event description:
Medtronic received information via literature regarding pediatric extracorporeal membrane oxygenation (ECMO). All patients received an intravenous single dose of unfractionated heparin (ufh) prior to cannulation. One patient (#4) was treated with two medtronic bio-medicus cannulae (serial numbers not provided). Patient 4 needed circuit change due to clot and fibrin formation into the return cannulae with rising d-dimer levels despite anti-xa levels within range. They developed thrombosis in the right ventricle on day 4 of central v-a ECMO support, identified at the vent cannula sited inside the severely dilated right ventricle. The thrombus was surgically removed on day 4 of ECMO support. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Literation information: authors: ignat t, desai a, hoschtitzky a, smith r, jackson t, frall d, evans e, trimlett r, ledot s, chan-dominy a. Title of article: cardiohelp system use in school age children and adolescents at a center with interfacility mobile extracorporeal membrane oxygenation capability. Journal: int j artif organs. 2022 feb;45(2):134-139. Doi: 10.1177/0391398821990659. Epub 2021 feb 2. Pmid: 33530844. Earliest date of publish used for event date in b3. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.